Event description:
Additional information was received indicating that loss of capture observed. The patient is not pacemaker dependent and did not experience any adverse consequences.

Event description:
During follow-up, increased capture threshold and decreased sensing were observed on the right ventricular lead. The device was reprogrammed to resolve the event until a revision procedure can be performed. No additional intervention was performed. The patient was in stable condition.